Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the serial number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges " the valve for ball insufflation of the classic laryngeal mask# 5 does not inflate, it does not work and had to be replaced." Alleged defect reported as detected prior to a patient use. Customer reports there was no patient harm.

Manufacturer narrative:
(B)(4). Teleflex obtained clarification of the event date and lot number/serial number from the reporter. Reporter states the device is not available for investigation.the investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges " the valve for ball insufflation of the classic laryngeal mask# 5 does not inflate, it does not work and had to be replaced." Alleged defect reported as detected prior to a patient use. Customer reports there was no patient harm.